Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. To fix the issue, the fse replaced the color video receiver, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) screen was flashing. There was no patient involvement, and no adverse event reported.